Manufacturer narrative:
The one touch ping system has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error (error 1) issue. The reporter alleged that the one touch ping system was emitting ¿error 1¿ messages randomly. It was noted that the user had previously replaced the meter remote for ¿error 1¿ in the last 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the meter remote and pump have been returned and evaluated by product analysis on 08/28/2015 with the following findings: visual inspection of did not find any cosmetic damages with the meter or pump. On investigation, the reported error 1 message was duplicated in the investigation. The meter powered up to error 1 message that the investigation was unable to clear and the remaining meter testing cannot be completed. Using the returned battery cap, the pump powered up and functioned properly. No error messages occurred during the investigation. Review of black box data did not find any errors related to the complaint.